Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product prospace xp implant 8° 9x8.5x22mm. During posterior lumbar interbody fusion (plif) and posterior lateral fusion l3-s1, the l5-s1 disc space was distracted with a device attached to the pedicle screws for the purpose of inserting the prospace xp (so129p). The prospace xp was implanted sideways into the l5-s1 disc space. The surgeon proceeded to turn the implant into proper position. During the turning of the maneuver the implant twisted off and broke. Part of the implant was still attached to the inserter (being returned for evaluation). The larger part of the prospace xp was left behind inside the disc space. An x-ray was used to confirm position of piece left behind. Retrieval was impossible. An additional medical intervention was necessary. Additional information was requested. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: we received a fractured part of a so129p prospace xp implant 8° 9x8.5x22mm. The rest of the implant is missing. Used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. 2000024840. Digital-camera "panasonic dmc tz8". We made a visual inspection of the implant- fragment. At the interface to the implantation instrument we noticed at both side deformations and burrs. The fracture surface exhibit no signs of a material error like blowholes or other. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the fracture surface exhibit the typically signs of a fracture caused by a mechanical overload. There are no material defects like blowholes e.g. The instructions for use (IFU) points out to avoid levering or applying force (fig. 6). A material defect or material error can be excluded. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.